Manufacturer narrative:
Follow up information received on 16-jul-2014: no new clinical information was provided. Result and assessment of the product technical complaint investigation received on (B)(4) 2014: final assessment: deployment difficulty is defined as a failure of the micro-insert outer coils to expand from the wound down position. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper detachment: rollback to initial hard stop; depress button; perform final rollback. Under normal circumstances, when the physician completes the proper essure placement steps, the release ribbon should disengage from the platinum half band (welded onto outer coils of micro-insert). Once disengagement occurs, the outer coils should expand. If it does not, this is referred to "deployment difficulty." Several factors can contribute to a deployment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from expanding and releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the insert's grip on the delivery wire, and potential manufacturing deficiencies. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, the outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all are within manufacturing specifications. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time per criteria established in (B)(4) because an adequate investigation of the same failure mode has already been conducted. Conclusions: the report did not state a patient injury occurred. The possibility of a deployment difficulty event during the procedure is an anticipated event. The possibility of pieces of the delivery system or micro-insert breaking off during the procedure is also an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: this case reported complication of insertion due to a deployment issue and breakage. The reported events are not necessarily indicative of a quality defect. No complaint sample was provided for a technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible without a batch number. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect" and noted that a deployment issue event as well as a breakage event are anticipated events. Based on the information available, there is no reason to suspect a quality defect. (B)(4). (B)(4). Follow-up information received on 18-sep-2014: no response received. Company causality comment: this medically confirmed, spontaneous case report, refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure gold piece visible on device in situ on the left hand side (complication of device insertion) and the physician suspected a failure of ejection of the coil system. Reporter causality was not provided. All reported events are non-serious. The event gold piece visible on device in situ on the left hand side regarded as a device breakage, and initially considered unlisted according to the reference safety information for essure, was upon receipt of product technical investigation (ptc) regarded as anticipated, and therefore amended to listed. This event was considered other reportable incident, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The remaining events are listed and non-incidents. Single cases of essure breakage have been reported. In this particular case, the physician had difficulties during the insert deployment on the left side (he believed that there was a failure of ejection of the coil system) and a gold piece of the left coil device was still visible at the end of the procedure; considering that the reported events occurred in association with essure placement procedure, their a causal relationship with the suspect insert cannot be excluded. A product technical complaint (ptc) analysis was performed and concluded that based on the information available, there is no reason to suspect a quality defect of the product. No further information is expected.

Manufacturer narrative:
Follow up information received on 16-oct-2014 from physician: on (B)(6) 2014, the patient went to physician`s office, three months after novasure endometrial ablation and essure sterilization. A technical issue with the essure equipment occurred but an x-ray was done and showed that both essure coils were in the right place. She also has found that she has not had any period since her novasure endometrial ablation and was very pleased with the result. No further information is expected. Case closed. Correction (13-nov-2014) following company internal review: previous follow-up received on 16-oct-2014 was considered as significant. The list of similar cases contains reports with similar events coded in meddra. It includes recent cases received by bayer pharma and older cases received from the previous owner of the essure product (conceptus). These legacy reports have been re-coded according to bayer pharma standards. In this particular case a search in the database was performed on (B)(6) 2014 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. This includes consideration of the legacy cases in safety analyses. The cumulative review of the reports has not yielded any new safety signal. Company causality comment: this medically confirmed, spontaneous case report, refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure gold piece visible on device in situ on the left hand side (complication of device insertion) and the physician suspected a failure of ejection of the coil system. Reporter causality was not provided. All reported events are non-serious. The event gold piece visible on device in situ on the left hand side regarded as a device breakage, and initially considered unlisted according to the reference safety information for essure, was upon receipt of product technical investigation (ptc) regarded as anticipated, and therefore amended to listed. The remaining events are listed. Single cases of essure breakage have been reported. In this particular case, an x-ray was performed which result showed both essure coils were in the right place. The physician had difficulties during the insert deployment on the left side (he believed that there was a failure of ejection of the coil system) and a gold piece of the left coil device was still visible at the end of the procedure; considering that the reported events occurred in association with essure placement procedure, their a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident due to the reported device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical complaint (ptc) analysis was performed and concluded that based on the information available, there is no reason to suspect a quality defect of the product. No further information is expected.

Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in (B)(6) on 06/16/2014 which refers to a (B)(6) female pt who had essure (fallopian tube occlusion insert) inserted and experienced the adverse events as described below. Physician reported that there was still a gold piece visible on the device in situ and this was not in keeping with the outcome expected at the end of the procedure, which went as planned. Pt underwent essure hysteroscopic sterilization on (B)(6) 2014. Cannulation was uncomplicated and carried out in the usual way. The procedure was successfully completed on her right side but on the left there appeared to be a failure of ejection of the coil system. The procedure was not different on either side. A gold piece of the coil device was still visible in situ on the left-hand side. It was planned an abdominal x-ray to be performed in 3 months as per protocol. (B)(4).

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Company causality comment: this medically confirmed, spontaneous case report, refers to a (B)(6) female pt who had essure (fallopian tube occlusion insert) inserted and during the procedure gold piece visible on device in situ on the left hand side (complication of device insertion) and the physician suspected a failure of ejection of the coil system. Reporter causality was not provided. All reported events are non-serious. The event gold piece visible on device in situ on the left hand side regarded as a device breakage, is unlisted on the reference safety info for essure and was considered a near-incident, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The remaining events are listed and non-incidents. Single cases of essure breakage have been reported. In this particular case, the physician had difficulties during the insert deployment on the left side (he believed that there was failure of ejection of the coil system) and a gold piece of the left coil device.